Event description:
On (B)(6) 2009, the pt reported, his insulin infusion headset came off of his skin. He stated, he inserted the headset yesterday and the adhesive did not properly adhere. He stated, he inserted a new headset. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.